Event description:
The customer reported that the power cord for her pump in style device fell apart. The power cord is attached on one side, but multiple screws came out.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, the customer reported that the housing for their power adapter had come apart and that they could see all the insides. The customer also stated that there were no injuries were a result of the issue. At the time of this report the original device has not been received. Should the original device be received resulting in new, changed, or corrected info, a f/u report will be filed at that time. Though the original product has not been evaluated, this issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.